Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3998, lot# v011299, product type: lead.

Event description:
A healthcare provider via a manufacturer representative reported that the implantable neurostimulator (ins) pocket got infected. The patient was seen by the doctor and the wound had opened up and was draining. It was unknown when the infection started. The device was removed and the leads were cut but left in place. It was noted that it was probable that the system would be replaced at a later date once the infection had cleared. At this point the leads would be replaced. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.